Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection revealed a few minor scratches on the exterior of the returned device and evidence of a previous saline spill inside the subject controller. Functional evaluation revealed that the returned device performed as intended and exhibited no functionality issues during the testing process. At no time during testing did the subject controller emit a "smoky/burning smell" while activating a known good wand several times without incident. The ablation and coagulation voltage output readings were within specified ranges. The complaint could not be verified and a root cause could not be determined since the returned device functioned as intended. Factors that could have contributed to the reported event include: (1) the returned device may have been in close proximity to a wall or another piece of equipment in the operating theatre resulting in insufficient air flow through the subject controller causing overheating and a burning smell. (2) a saline spill traveling to the inside of the returned device may have heated up during use and emitted a burning smell and "smoke" while evaporating. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
The device is giving off an odor that smells like it is burning. The procedure had to be completed using a competitive device.